Manufacturer narrative:
Physio-control provided technical assistance and parts information to replace the standard paddles assembly.

Event description:
Found during routine testing. The customer reported that the device's hard paddles accessory causes the device to fail the user test. Device passes the user test with the therapy cable connected. There was no pt associated with the report.